Event description:
It was reported that since implant, the extravascular (ev) lead consistently had issues related to myoelectric activity as there were thousands of episodes recorded as non-sustained ventricular tachycardia or oversensing-noise episodes due to myoelectric interference. Optimization of parameters was attempted multiple times, but the problem could never be eliminated though reprogramming. The patient subsequently received an inappropriate shock due to noise from myoelectric activity that was detected as ventricular fibrillation (vf). Several tests were performed, and the ev lead was reprogrammed. After reprogramming, different positions and different phases of the respiratory cycle showed no further evidence of myoelectric interference. The ev lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated noise. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.